Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.

Event description:
In 2009, the distributor reported that during surgery, the screw broken during insertion into the slang on the harmony retractor ring. There was a surgical delay of 40 minutes which is considered serious injury. On the same day, after a visual examination of the return product, it was identified that no part of this device has been left in the surgical site during surgery and the surgery has been completed with the intended product.